Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after installing media software, a manufacturer representative was rebooting the system and while it was booting down, a system halted message occurred. The representative pushed the power button to turn it off and then went back into the admin to see if the issue could be replicated and it could be. Technical services (ts) requested the representative try booting down from the application to see if the same behavior occurred and it did not. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.